Manufacturer narrative:
Insulin pump passed displacement test, self test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, power graph shows unexpected battery power loss at different periods of time. Problem isolated to electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump had short battery life span. The customer stated that battery did not last more than 1 week. No harm requiring medical intervention was reported. The device will be returned for analysis.